Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose level of 565 mg/dl. Customer stated that they were experienced vomiting as a symptom of high blood glucose level. The device is not expected to be returned for analysis.